Event description:
Procedure type: lobectomy. According to the rptr: left lower lobe was resected after chemotherapy. After surgery, thombus was found in the pulmonary vein (pv). Pt was treated with anticoagulant and is recovering. The pt does not have arrythmia. At a time of chemotherapy, pt was given two kinds of carcinostatic agents (cisplatin and navelbine) which are more likely to make a thrombus. Surgeon suspects the staples which used for pv resection may contact with blood in a vessel and cause thrombus. The hospital stay extended for anticoagulant treatment for a few days.

Manufacturer narrative:
(B)(4).